Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Health care professional reported pump was leaking. Medication being infused was unknown. No patient injury reported. The pump was discarded and will not be returned for evaluation.